Manufacturer narrative:
Initial and final MDR 1887252 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was bent which led to high blood glucose level. The patient tried to treat it with bolused via pump and multiple daily injection. Therefore, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level on (B)(6) 2024 with blood glucose level over 500 mg/dl. Futher, the patient was transferred to intensive care unit. Moreover, the issue occurred with four similar types of infusion sets used for one to days and site was patient's abdomen. During hospitalisation, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.